Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The date of the event was (B)(6) 2020 whereas the expiry date of the lot number involved was 31st august 2020 so retains could not be used. H3 other text : see h.10.

Event description:
It was reported that 1000 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were underfilled. The following information was provided by the initial reporter: "underfilled tubes while blood collection. Tubes without correct amount of vacuum. Pietarsaari laboratory which is working under fimlab tampere has notice difficulties with filling of tubes from 1.5 to 31.8.2020. Tubes has ( exp. 2020-08-31)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1000 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were underfilled. The following information was provided by the initial reporter: "underfilled tubes while blood collection. Tubes without correct amount of vacuum. Pietarsaari laboratory which is working under fimlab tampere has notice difficulties with filling of tubes from 1.5 to 31.8.2020. Tubes has ( exp. 2020-08-31)."